Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated upon running electrode impedances, contacts 2, 6, 9, 10 and 15 were over 10k ohms, 14 was 3410 ohms and remaining contacts were less than 700 ohms. Patient indicated they are still receiving pain relief. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed running impedance at 3v and then reprogramming with viable electrodes.